Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) display screen will freeze or the image with shimmer. Once in a while, the display screen will stop accepting touch inputs; and the position of the cursor will not be accurate. When they try to perform the touch screen calibration, the display will lock up, and they will have to reboot the unit to get it to work again. Once they reboot, everything will work for a few months (this is the 3rd time in 2 years this issue has occurred on this cns). The symptoms, at first, were occurring intermittently (within the past two years), and gradually becoming more frequent. As stated by customer, recently the device needed a reboot "every night" to reset the issue. Eventually, the cns stops booting up to the cns software. Last troubleshooting dates: 09/08/21 and 09/09/21. No patient harm was reported. Investigation conclusion: nka repair center evaluated the device. It was noted that the screen "freezes". When that happens, other input devices (keyboard/mouse) are also not working. The screen turns black. Repairs could not be performed since replacement parts are no longer available for model pu-621ra. This product is no longer being manufactured. Customer has been informed of product's end of sale (sunset letter - mmbex 069 [a] - co-1721) on april 1, 2018. Review of hazard analysis document # 0704-902878m shows the following potential causes: hazard # c001 - failure of screen, potentially caused by vibration, impact, static electricity. Risk mitigation is periodic inspection of the device. Hazard # c002 - failure of a power supply portion, potentially caused by vibration, impact, static electricity. Risk mitigation is periodic inspection of the device. Hazard # c007 - device cannot be operative, potentially caused by failure of the touch panel. Risk mitigation is periodic inspection of the device. Although the potential causes were identified, due to the lack of available replacement parts, it is not possible to narrow down to the exact component causing the reported symptoms. The symptoms, at first, were occurring intermittently (within the past two years), and gradually becoming more frequent. As stated by customer, recently the device needed a reboot "every night" to reset the issue. Eventually, the cns stops booting up to the cns software. Last troubleshooting dates: 09/08/21 and 09/09/21. Device was put in to use on 10/27/2011. Review of service history for this serial number shows the following incidents: (B)(6) 2021 300266504 - current complaint (B)(6) 2021 300232348 - mouse cursor freezes in certain sector on the display. The issue was temporarily resolved by rebooting the cns. Customer swapped the display with another one to resolve the issue. (B)(6) 2020 300196556 - lcd screen was "black". Customer replaced the display. (B)(6) 2015 300033502 - hard drives replaced in the two occurrences in the last two years (2020 and 2021), customer reported to nka that swapping the display resolved the issues. This suggests a component failure within the cns tower, rather than the display. Considering the age of the device (2011), 1.15% combined occurrence rate for touch screen and display freezing issues (see risk assessment section), the root cause is attributable to wear and tear. For serial # 40, the first report of display turning black occurred approximately 9 years into its life. Further action is not warranted as residual risks for the failure modes listed above are acceptable. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display screen will freeze or the image with shimmer. Once in a while, the display screen will stop accepting touch inputs; and the position of the cursor will not be accurate. When they try to perform the touch screen calibration, the display will lock up, and they will have to reboot the unit to get it to work again. Once they reboot, everything will work for a few months (this is the 3rd time in 2 years this issue has occurred on this cns). The symptoms, at first, were occurring intermittently (within the past two years), and gradually becoming more frequent. As stated by customer, recently the device needed a reboot "every night" to reset the issue. Eventually, the cns stops booting up to the cns software. Last troubleshooting dates: 09/08/21 and 09/09/21. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display screen will freeze or the image with shimmer. Once in a while, the display screen will stop accepting touch inputs; and the position of the cursor will not be accurate. When they try to perform the touch screen calibration, the display will lock up, and they will have to reboot the unit to get it to work again. Once they reboot, everything will work for a few months (this is the 3rd time in 2 years this issue has occurred on this cns). The customer stated that no impact to patient monitoring since they were able, for the time being, to move the patients to another cns unit. Nihon kohden technical support (tech support) informed the customer that it sounds as if the video card is the cause of the reported problem. The customer stated that they called this issue in to get it recorded in our system. No patient harm was reported.